Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when trying to interrogate a device, a message stating that the memory could not be read appeared. When the user clicked on ok, the button ¿interrogate¿ was active, but upon attempt to interrogate a device, the same message was displayed again. When trying to read a stored file, the message ¿unable to read file¿ appeared. The issue could not be solved by standard procedures.

Event description:
Reportedly, when trying to interrogate a device, a message stating that the memory could not be read appeared. When the user clicked on ok, the button ¿interrogate¿ was active, but upon attempt to interrogate a device, the same message was displayed again. When trying to read a stored file, the message ¿unable to read file¿ appeared. The issue could not be solved by standard procedures.